Event description:
It was reported that the patient experienced a pericardial effusion about 3 months after the device implant procedure. The physician felt the pericardial effusion was not due to the pacing system, nor the implant procedure. A stent was placed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).